Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. The instrument was in operation. (B)(4).

Event description:
The customer reported several milliliters of fluid overflowed from the baths involving coulter act diff 12 analyzer. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting; the customer had on gloves a laboratory coat. The customer replaced the vacuum isolator chamber (vic) check valve and large check valve. The customer repositioned tubings for line lv13, lv14, and lv15 then re-adjusted the tubings for proper vic drainage. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event.